Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The dreamstation auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected, and found no foam particles related to the recall, but white residue was observed. In technical findings the error code was confirmed. The manufacturer is submitting a final report at this time.